Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor and was unable to complete pump reset because pump did not register battery charge. There was no reported adverse impact to the customer. Customer was provided pump reset instructions, but due to ongoing charging problem could not complete them. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.